Event description:
It was reported that during service conducted at the manufacturer a bur was found stuck inside the attachment. It was further reported that the bur was broken. This event did not occur during a surgical procedure; no delay or adverse consequences were reported.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.